Event description:
The rptr states doing back to back blood glucose testing, one after the other, using different fingersticks. Rptr's results were 393 and 120 mg/dl. Rptr did not have any symptoms. A control test of 115 mg/dl was in range. On followup, the rptr states that rptr being newly diagnosed and has been testing for 2-3 weeks. No harm was alleged.